Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited under-sensing, resulting in inappropriate shocks. Inappropriate low voltage output was also noted. Programming changes were made. The patient was in stable condition.